Event description:
It is reported that the customer had high blood glucose levels of 151 mg/dl. The father of the customer reported that the buttons of the insulin pump were sticky and unresponsive. The father of the customer reported that the insulin pump might have come into contact with water. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.